Manufacturer narrative:
A2: the mean patient age was 74.5 plus or minus 9.3 years. A3a/a3b: 71.4% of the study participants were male. B2: the death date was estimated to the earliest known procedure included in the dataset. B3: the event date was estimated to the earliest known procedure included in the dataset. D6a: the implant date was estimated to the earliest known procedure included in the dataset. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Yoshioka, n., tokuda, t., tanaka, a., kojima, s., yamaguchi, k., yanagiuchi, t., ogata, k., takei, t., morita, y., nakama, t., morishima, I., & leaders pad investigators. (2025). Patterns and timings of recurrence after fluoropolymer-coated drug-eluting stent use for femoropopliteal artery diseases: results of the planet study. Circulation journal, 89, 574-583. Https://doi.org/10.1253/circj.cj-25-0054 investigation results: labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the eluvia device confirmed that the event of death is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported via literature that patients treated with eluvia died. This multicenter retrospective study analyzed 439 limbs of 398 patients treated with fluoropolymer-coated drug-eluting stents (fp-dess) (eluvia) for de novo femoropopliteal artery (fpa) lesions between january 2019 and december 2022. Data were retrieved from the leaders pad registry database, a retrospective multicenter registry (8 japanese institutions) of lower-extremity peripheral artery disease (pad). The outcome measures were clinical outcomes in cases of recurrence, defined as a composite of restenosis and reocclusion. The timing of recurrence was categorized into early (within 1 year of treatment) and late (after 1 year). The factors associated with recurrence were analyzed by comparing cases of early and late recurrence. The study found that the patterns and clinical symptoms of recurrence after fp-des implantation for fpa differed according to the timing of recurrence, as did the factors associated with recurrence. The median follow-up duration was 852 days. During the study period, all-cause mortality was observed in 116 (29.1%) patients. No cause of death (cod) was reported to boston scientific.

Event description:
It was reported via literature that patients treated with eluvia died. This multicenter retrospective study analyzed 439 limbs of 398 patients treated with fluoropolymer-coated drug-eluting stents (fp-dess) (eluvia) for de novo femoropopliteal artery (fpa) lesions between january 2019 and december 2022. Data were retrieved from the leaders pad registry database, a retrospective multicenter registry (8 japanese institutions) of lower-extremity peripheral artery disease (pad). The outcome measures were clinical outcomes in cases of recurrence, defined as a composite of restenosis and reocclusion. The timing of recurrence was categorized into early (within 1 year of treatment) and late (after 1 year). The factors associated with recurrence were analyzed by comparing cases of early and late recurrence. The study found that the patterns and clinical symptoms of recurrence after fp-des implantation for fpa differed according to the timing of recurrence, as did the factors associated with recurrence. The median follow-up duration was 852 days. During the study period, all-cause mortality was observed in 116 (29.1%) patients. No cause of death (cod) was reported to boston scientific.

Manufacturer narrative:
A2: the mean patient age was 74.5 plus or minus 9.3 years. A3a/a3b: 71.4% of the study participants were male. B2: the death date was estimated to the earliest known procedure included in the dataset. B3: the event date was estimated to the earliest known procedure included in the dataset. D6a: the implant date was estimated to the earliest known procedure included in the dataset. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Yoshioka, n., tokuda, t., tanaka, a., kojima, s., yamaguchi, k., yanagiuchi, t., ogata, k., takei, t., morita, y., nakama, t., morishima, I., & leaders pad investigators. (2025). Patterns and timings of recurrence after fluoropolymer-coated drug-eluting stent use for femoropopliteal artery diseases: results of the planet study. Circulation journal, 89, 574-583. Https://doi.org/10.1253/circj.cj-25-0054.